Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e (essure) free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain"), vomiting ("throwing up a lot"), abdominal distension ("tummy swelling") and abdominal pain ("tummy swelling and painful"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, back pain and vomiting outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, medical device removal and vomiting to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media-reporter added, event added, abdominal swelling and abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e (essure) free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain") and vomiting ("throwing up a lot"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, back pain and vomiting outcome was unknown. The reporter considered back pain, medical device removal and vomiting to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, nausea and lower back pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.